Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') in a 41-year-old female patient who had essure (batch no. 713457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal tenderness. Concurrent conditions included cholecystitis and obesity. Concomitant products included canagliflozin (invokana), dulaglutide (trulicity), ergocalciferol, ibuprofen, insulin glargine (lantus), liraglutide (victoza), lisinopril, oxycodone and sodium fluoride (denta 5000 plus). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)/ long bleeding cycle") and vaginal haemorrhage ("vaginal bleeding"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), type 1 diabetes mellitus ("type of autoimmune: type 1 diabetes") and migraine ("migraine / headaches"). In 2015, the patient experienced dysmenorrhoea ("pain - dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced complication of device removal ("complications during removal surgery"), 6 years 11 months after insertion of essure. In 2017, the patient experienced vaginal discharge ("bladder/urinary problems ¿ vaginal discharge"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("pain: pelvic/abdominal"), metrorrhagia ("bleeding-metorhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms ¿ fatigue"), alopecia ("other injuries/symptoms ¿ hair loss"), premature menopause ("early menopause"), tooth disorder ("other injuries/symptoms- dental problems") and nausea ("other injuries/symptoms- nausea"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and vaginal haemorrhage had resolved and the back pain, genital haemorrhage, vaginal discharge, type 1 diabetes mellitus, fatigue, alopecia, premature menopause, tooth disorder, nausea, migraine and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, premature menopause, tooth disorder, type 1 diabetes mellitus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), type 1 diabetes, vaginal discharge, fatigue, hair loss, hormonal changes, dental problems and nausea. Complications during removal surgery? Repeat/ multiple surgeries date of additional surgeries: (B)(6) 2017. Post hysterectomy-vaginal repair of dehiscence of vaginal cuff diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Seriousness criteria for the events - type 1 diabetes mellitus and genital hemorrhage updated to non-serious. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') and type 1 diabetes mellitus ('type of autoimmune: type 1 diabetes') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device removal ("complications during removal surgery"), 6 years 11 months after insertion and 22 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), type 1 diabetes mellitus (seriousness criterion medically significant), dysmenorrhoea ("pain - dysmenorrhea (cramping)"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding-metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems ¿ vaginal discharge"), fatigue ("other injuries/symptoms ¿ fatigue"), alopecia ("other injuries/symptoms ¿ hair loss"), tooth disorder ("other injuries/symptoms- dental problems") and nausea ("other injuries/symptoms- nausea") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved and the type 1 diabetes mellitus, complication of device removal, vaginal discharge, fatigue, alopecia, hormone level abnormal, tooth disorder and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device removal, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, tooth disorder, type 1 diabetes mellitus and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), type 1 diabetes, vaginal discharge, fatigue, hair loss, hormonal changes, dental problems and nausea. Complications during removal surgery? Repeat/ multiple surgeries. Date of additional surgeries: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test-not specified. Result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- case becomes incident. Event injury was removed. New events pain dysmenorrhea (cramping),pelvic/abdominal, bleeding menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), type of autoimmune-type 1 diabetes, bladder/urinary problems: vaginal discharge, other injuries/symptoms: fatigue, hair loss, hormonal changes, dental problems, device difficult to remove, nausea were added. Explant date was added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal'), type 1 diabetes mellitus ('type of autoimmune: type 1 diabetes') and genital haemorrhage ('abnormal bleeding (general),') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal tenderness. Concurrent conditions included cholecystitis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device removal ("complications during removal surgery"), 6 years 11 months after insertion and 22 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), type 1 diabetes mellitus (seriousness criterion medically significant), dysmenorrhoea ("pain - dysmenorrhea (cramping)"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)/ long bleeding cycle"), metrorrhagia ("bleeding-metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems ¿ vaginal discharge"), fatigue ("other injuries/symptoms ¿ fatigue"), alopecia ("other injuries/symptoms ¿ hair loss"), premature menopause ("early menopause"), tooth disorder ("other injuries/symptoms- dental problems"), nausea ("other injuries/symptoms- nausea"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraine / headaches") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and vaginal haemorrhage had resolved and the type 1 diabetes mellitus, complication of device removal, vaginal discharge, fatigue, alopecia, premature menopause, tooth disorder, nausea, genital haemorrhage, migraine and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, premature menopause, tooth disorder, type 1 diabetes mellitus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), type 1 diabetes, vaginal discharge, fatigue, hair loss, hormonal changes, dental problems and nausea. Complications during removal surgery? Repeat/ multiple surgeries date of additional surgeries: (B)(6) 2017. Post hysterectomy-vaginal repair of dehiscence of vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received: new events( genital bleeding, vaginal bleeding and migraine headache), new reporter, patient height, event hormonal imbalance updated to early menopause and medical history updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal'), type 1 diabetes mellitus ('type of autoimmune: type 1 diabetes') and genital haemorrhage ('abnormal bleeding (general),') in a 41-year-old female patient who had essure (batch no. 713457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal tenderness. Concurrent conditions included cholecystitis and obesity. Concomitant products included canagliflozin (invokana), dulaglutide (trulicity), ergocalciferol, ibuprofen, insulin glargine (lantus), liraglutide (victoza), lisinopril, oxycodone and sodium fluoride (denta 5000 plus). On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)/ long bleeding cycle") and vaginal haemorrhage ("vaginal bleeding"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced type 1 diabetes mellitus (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraine / headaches"). In 2015, the patient experienced dysmenorrhoea ("pain - dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced complication of device removal ("complications during removal surgery"), 6 years 11 months after insertion of essure. In 2017, the patient experienced vaginal discharge ("bladder/urinary problems ¿ vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("pain: pelvic/abdominal"), metrorrhagia ("bleeding-metorhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms ¿ fatigue"), alopecia ("other injuries/symptoms ¿ hair loss"), premature menopause ("early menopause"), tooth disorder ("other injuries/symptoms- dental problems"), nausea ("other injuries/symptoms- nausea") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and vaginal haemorrhage had resolved and the type 1 diabetes mellitus, complication of device removal, vaginal discharge, fatigue, alopecia, premature menopause, tooth disorder, nausea, genital haemorrhage, migraine and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, premature menopause, tooth disorder, type 1 diabetes mellitus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), type 1 diabetes, vaginal discharge, fatigue, hair loss, hormonal changes, dental problems and nausea. Complications during removal surgery? Repeat/ multiple surgeries date of additional surgeries: (B)(6) 2017. Post hysterectomy-vaginal repair of dehiscence of vaginal cuff diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received: lot no. Was added. Reporter's information, patient demography, lab data, concomitant condition, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.